Manufacturer narrative:
Concomitant products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot# unknown, serial# (B)(4), product type lead; product ID 3387s-40, serial# (B)(4), product type lead. (B)(4).

Event description:
It was reported that while inserting 2 extensions into the implantable neurostimulator (ins), the surgeon noticed that the extensions were not the same length. One appeared 1.5mm longer than the other. The surgeon could not tell if one was shorter or longer. The surgeon decided to implant the extensions and checked impedances. Impedance measurements were normal on both sides. The surgeonwas however concerned that one was shorter or longer although they appeared to be working fine. It was unknown if there were any patient symptoms associated with the event. If additional information becomes available, a follow-up report will be submitted.